Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low shock impedance out of range. It was noted that the patient had a known surgery at this time. It was suspected that surgical electromagnetic interference (emi) should be the cause of invalid readings of shock measurements. Troubleshooting options were discussed and recommended. Currently, this ICD remains in service and no adverse patient effects were reported.